Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's saphenous vein graft to the right coronary artery. During attempts pt advance another coronary stent with delivery system through the deployed stent, the stent dislodged off the balloon catheter. The sds was withdrawn from the pt without complication and a microsnare was used to retrieve the stent. There were no clinical sequelae reported relative to the event.